Event description:
During a follow-up, externalized conductors were observed via x-ray. Electrical measurements were normal. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.